Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the screen blacked out due to defective liquid crystal display panel and the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the high definition liquid crystal display (lcd) monitor had a black screen. The issue occurred during preparation for an unknown procedure. There was no procedural delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the screen black out was due to a defective liquid crystal display (lcd) panel and printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.